Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer complaint. The instrument was installed on an in-house is3000 system and driven. The instrument passed recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Engineering evaluation also found that the instrument's cable is frayed and the tube has damage. The pitch up cable is frayed at the distal clevis hub. The frayed strands stick out at the wrist. Other cables at the wrist are not damaged. The distal end of the main tube has various scratch marks with light material removal. The scratches are .120 - .160 in length and not aligned with the tube axis. Engineering concluded that the damage is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during set up of a da vinci s surgical procedure, it was noted that the cobra grasper instrument exhibited jerky movement. There were no missing or fallen pieces reported.